Event description:
In 2007, the lay user/patient contacted lifescan another country alleging that a one touch ultrasmart meter was improperly reverting to the setup mode. The patient claimed that on an unspecified date/time, she experienced a hypoglycemic episode and was unable to test with the reported meter because of the alleged issue. The patient indicated that she "believes that she went down to almost 1." At the time of concern, the patient was "feeling low" and had "blurry vision." Due to the symptoms, the patient was unable to even read the meter's display. The patient administered self-care by drinking a lot of juice to raise her blood glucose level. When the patient started feeling better, she went through the setup of her meter and retested her blood glucose. At that point, the patient's blood glucose was a lot higher. The patient was unsure of what blood glucose reading she got at the time, but mentioned that it was quite high. The patient was unable to provide additional information. It would have been helpful to know the following information: when the event occurred, how often the meter issue was occurring, the patient's testing frequency, her medication regimen, if the patient made any changes to the regimen because of the meter issue, and when the symptoms started. In addition, it would have been helpful to know when the patient was last able to test before the event, what her blood glucose readings were before and after the event, and if she developed symptoms after the self-treatment was taken. The meter was replaced. This complaint is being reported due to the following conclusion: the patient alleged that the meter was reverting to the setup mode. There is insufficient information to determine if the meter contributed to the patient's injury. It is not known if the patient was able to test her blood glucose before the symptoms developed.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.